Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post dilatation caused a rupture due to severe calcium in the annulus. Emergency surgery was required to fix the rupture. Following the rupture repair, the valve was explanted and replaced with a surgical valve. No further adverse patient effects were reported.